Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer administered a manual injection to stabilize impacted bg level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, functional testing was performed and the alleged high blood glucose level issue could not be evaluated due to a different issue identified (usb pin damage). Per the t:flex user guide: "replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398 mg/dl. Reportedly, the cause of the elevated bg level was unknown. The customer reported using supplies for three days and the elevated bg occurred on the third day of using humalog. Tandem technical support informed the customer that humalog labelling recommends changing out supplies every two days; the customer acknowledged. The customer administered a manual injection to stabilize impacted bg level.